Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2020 fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fluid overload in their lungs (pleural effusion), which needs to be drained. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent an outpatient thoracentesis on (B)(6) 2023 due to a right-sided pleural effusion, which successfully removed the fluid in their lung. The patient did not require hospitalization following the procedure and has recovered from the events. The patient is currently utilizing the replacement liberty select cycler at home without reported issue. The pdrn reported that they and the nephrologist agreed the liberty select cycler caused the buildup of fluid in the patient¿s lungs over time. The patient¿s ccpd orders were confirmed, and unchanged since reported during intake.

Manufacturer narrative:
Correction: b3, b5, b7, d10.

Event description:
On 18/apr/2020 fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fluid overload in their lungs (pleural effusion), which needs to be drained. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent an outpatient thoracentesis on (B)(6) 2023 due to a right-sided pleural effusion, which successfully removed the fluid in their lung. The patient did not require hospitalization following the procedure and has recovered from the events. The patient is currently utilizing the replacement liberty select cycler at home without reported issue. The pdrn reported that they and the nephrologist agreed the liberty select cycler caused the buildup of fluid in the patient¿s lungs over time. The patient¿s ccpd orders were confirmed, and unchanged since reported during intake.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 19/apr/2020, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fluid overload in their lungs (pleural effusion), which needs to be drained. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent an outpatient thoracentesis on (B)(6) 2023 due to a right-sided pleural effusion, which successfully removed the fluid in their lung. The patient did not require hospitalization following the procedure and has recovered from the events. The patient is currently utilizing the replacement liberty select cycler at home without reported issue. The pdrn reported that they and the nephrologist agreed the liberty select cycler caused the buildup of fluid in the patient¿s lungs over time. The patient¿s ccpd orders were confirmed, and unchanged since reported during intake.